Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that the device was not delivering the complete volume because there was still volume left to infuse but the infusion stopped with an "infusion complete" message and the device did not alarm or alert the staff. Medications infusing were heparin and lasix. No programming parameters were provided. There was no report of pt harm or med intervention. Although requested, no further pt or event info was provided.